Event description:
Approximately seven months post implantation of the excluder bifurcated endoprosthesis, the pt presented with a proximal type 1 endoleak. An aortic extender and a palmaz stent were placed to resolve the leak. At the end of this procedure, the endoleak persisted. A conversion to an open repair to resolve the persistent leak was performed two weeks later.